Event description:
The customer reported to olympus that the high flow insufflation unit turns off. The issue was found during the procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Review of error log found an error e03 , this error was due to a faulty main board . The device turned off. Unrelated to the reported event, the evaluation revealed the rear panel is bent. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed, the event occurred, due to a failure of the faulty main board. The specific root cause of this failure could not be determined at this time. Olympus will continue to monitor field performance for this device.